Event description:
The customer reported the patient was admitted to the operating room was tonsillectomy and adenoidectomy. At the end of the procedure, the patient was noted to have a small blister on the right inferior lateral vermilion border. There was an intact small vesicle at the site and it was not causing any distress to the patient. The patient was discharged as scheduled.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The return of the incident sample has been requested. To date, a sample has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.